Event description:
Pt scheduled for phaco with iol right eye with t incisions. During surgery phaco machine malfunctioned causing excessive suction. Surgery was completed by dr on this case. Rest of cases rescheduled (7 cases) were cancelled. Machine removed from svc. Co with svc contract was notified of malfunction. Pt was examined by dr the following day; no problems observed. Machine back in svc.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jul-93. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: telemetry failure, unanticipated adverse reaction - long term, component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service, device temporarily removed from service. The device was not destroyed/disposed of.